Manufacturer narrative:
(B)(4). Batch # = m9355e. The analysis results found that the er320 device was returned in good condition. In addition, (B)(4) conforming clips, (B)(4) unformed clips and (B)(4) malformed clips were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the clip was fed into the jaws sideways at the 4th firing on the cystic duct. After that, some clips were fed into the jaws sideways as well and some clips ejected. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.